Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the device could not be connected as usual and could not be released. Consequently, they switched to manual compression and a compression bandage. Unfortunately, this is the only information provided by the user. A bleeding protocol is not available. No patient injuries were reported.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned, so an evaluation could not be conducted. The complaint cannot be confirmed for a sheath and locator connection issue because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to correct the section g3 date reported in the initial submission. The aware date for this correction is 30-apr-2025, and the g3 date in this report reflects the correct date. An internal review found that the incorrect date was originally submitted in section g3 due to an inaccurate aware date recorded in the complaint file. To address this issue, terumo medical corporation has initiated a CAPA.